Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was observed to be torn above the up arrow keypad button, exposing the button contact. The functionality of the keypad buttons could not be assessed due to an unrelated display issue. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response and were scrolling after the pump had been exposed to water. The reporter noted damage to the keypad and could not confirm if the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.